Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device interrogation in clinic, it was noted that the device was not interrogated since (B)(6) 2010 and one inappropriate therapy was delivered on (B)(6) 2020 due to noise on the right ventricular (rv) lead as per electrograms. The lead was capped and replaced on (B)(6) 2020. The device was upgraded. The patient was stable.